Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the final angiogram revealed an endoleak in the proximal part of the main body, just above the stent graft bifurcation. The physician classified this as type iii endoleak, fabric. There was no possibility of placing a cuff inside. The physician decided to implant an additional iliac limb to cover possible type iii endoleak, fabric. However, the angiography revealed that the endoleak was still visible. The physician decided to convert the patient to a conventional graft and the stent graft was partially removed from body. The physician was not able to remove the renal stent and about 3 proximal segments. This portion was left in the patient. Per the physician's statement the cause for the type iii endoleak is unknown. The patient¿s status post procedure was noted as having poor cardiopulmonary capacity. No additional clinical sequelae were reported and patient will continue to be monitored. Review of angiogram images at implant revealed that the patient had a aaa, and both the right and left common iliac arteries were aneurysmal. The bifurcated stent graft was implanted up the right side and positioned just below the level of the renal arteries. After the bifurcate was deployed to release the gate, the contra limb was brought up the left side, deployed approximately 2cm above the flow divider, and extended into the distal left common iliac artery. After the right ipsilateral limb was completely deployed another iliac limb was then implanted extending to just proximal of the right iliac artery bifurcation, landing within the distal rcia aneurysm. Final angiogram showed contrast blush outside both sides of the bifurcate stent graft near the level of the flow divider. Contrast was also seen within the rcia aneurysm from a likely distal type I endoleak. Further interrogation of the aaa endoleak via catheter injections within the aortic body and limbs revealed that the possible endoleak source was along the ipsilateral limb near the flow divider. An endurant limb was then seen implanted, relining the ipsilateral limb from the level of the proximal contra limb (just above the aortic body) extending several cm¿s below the level of the gate. Final angiogram showed that the endoleak d ID not completely resolve; contrast was seen on the patient¿s right side near the level of the flow divider. Final angiogram images showing the distal limbs were not available for review. The exact cause of the endoleak could not be determined from the images provided. It is possible that the endoleak observed near the flow divider was a type iii endoleak, fabric, but this appears more likely to be a type IV. It is likely that placement of the contra limb proximal end too high (landing within the aortic body instead of at the flow divider) may have not allowed the possible implant of an aortic cuff. The distal type I endoleak was likely due to the ipsilateral limb extension placement within the distal rcia aneurysm.

Manufacturer narrative:
(B)(4).